Event description:
We received an allegation about discrepant results for 1 patient's sample tested with ise sodium (na) assay on a cobas 6000 c501 analyzer. Initial result: 180 mmol/l. Repeat result: 146 mmol/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the rinse tube and the valve were damaged. The fse replaced the the rinse tube and the valve. The root cause of the event was due to a mechanical leakage/seal issue. Precision studies were performed and they were within specifications. The fse did an instrument check and the analyzer was performing within specifications. The service actions done by the fse resolved the issue.